Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and the insulin pump had off no power. The customer's blood glucose at the time of incident was over 450 mg/dl, current blood glucose is 220 mg/dl. It also stated that drive support cap was normal. The customer experience symptom like headache due to high blood glucose. The insulin pump will not be returned for analysis.